Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Reportedly, customer continued to use the existing cartridge on the pump for insulin therapy. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high" on the continuous glucose monitor; cause was not known. Customer administered a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.